Manufacturer narrative:
Continuation of d10: product ID: 8780, serial#: (B)(6), implanted: (B)(6) 2024, explanted: (B)(6) 2024, product type: catheter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received, from multiple sources (healthcare provider, clinical study). Regarding a patient, who was receiving unknown morphine drug via an implantable pump. For unknown, indications for use. It was reported, that on (B)(6) 2024. The patient complained, during her visit, that the pump was not really covering the areas of pain. Also, on (B)(6) 2024, the patient presented to urgent care with significant chill and body aches, her temperature was 102° f. And she developed some headaches. Patient complained, that she had been experiencing "next pain" after the placement of the pump. A CT scan with contrast revealed, that the pump was in the right posterior back soft tissues with leads extending into the spinal canal. And that a small amount of fluid and that there was extensive edema surrounding the portion of leads in the posterior. It was noted, that both the catheter and pump were explanted, due to infection. This was not a surgical site infection.